Manufacturer narrative:
Preliminary investigation performed by r&d project manager: two si-joint screws with relative washers were removed, because the patient had pain. According to the provided information and image, the implants were removed without difficulties from the surgeon and do not present evident damages or defects. Anyway, without further information or detailed inspection of the removed implants, it is not possible to identify the root cause that led to patient pain and consequent implant removal.

Event description:
The surgeon removed 2 si screws on the patient right side. According to the surgeon, the patient still had pain, maybe also related to the l4/5 fixation with non union, which was also revised.